Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that patient with 25mm 3300tfx valve underwent a valve-in-valve after an implant duration of five years, seven months due to unknown reasons. The tavr was performed with a 26mm 9750tfx valve.

Event description:
It was reported that patient with 25mm 3300tfx valve underwent a valve-in-valve after an implant duration of five years, seven months due to severe aortic stenosis. The patient presented with chf. The tavr was performed with a 26mm 9750tfx valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, and h6 (component codes, health effect - clinical code, device code(s), and type of investigation).